Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter had an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2016 at 12pm. The patient stated they manage their diabetes with a combination of diabetic medications. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The patient claims they developed symptoms of ¿dizzy¿ at an unknown time after the product issue; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did they receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.